Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.

Event description:
It was reported that a replacement blade was required as product packaging had holes in it. No adverse consequences were reported.